Event description:
Pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of bdnf (grain cell derived neurotrophic factor) or placebo for amyotrophic lateral sclerosis in a clinical study. The pt experienced two catheter breaks during the study. The last catheter break was discovered in 1999 under fluoroscopy after cerebrospinal fluid could not be obtained from withdrawing through the pump's catheter access port. The pt elected to discontinue study drug, but follow-up with the study visits. The device remains implanted.